Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that rv lead had steady increase in impedance and noise was observed. During procedure, the subclavian vein was occluded. The lead will not be returned due to damage.